Manufacturer narrative:
(B)(4). Concomitant medical products: 00434904011 glenosphere 64288880. Unknown tm metal base plate. Unknown tm reverse poly liner. Unk tm screw. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03723, 0001822565-2019-03726, 0001822565-2019-03727, 0001822565-2019-03729. Product remains implanted.

Event description:
It was reported that the patient developed an infection post shoulder revision surgery. It is believed that the infection is not due to the implants. No additional patient harm has been reported at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.